Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) experienced a machine alarm system error. Upon inspection, it was determined that the drive valve group was faulty and requires replacement. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) inspected and found that the drive valve group has a problem and needs to be replaced. After replacement of drive manifold (d104-00-0018), all functions of the machine and the safety performance indicators set by the factory have passed, and it has been delivered for clinical use.

Event description:
N/a.